Event description:
The tip of two instruments broke: aesculap part #bc271r & bc263r. One of the two instruments is believed to have broken during a laparascopic cholecystectomy. Case was prolonged due to the tip of an instrument breaking off. An x-ray was taken to find the broken piece. Facility unable to locate piece. Patient is fine. Facility not certain which instrument it occurred with (bc271r MDR#2916714-2005-00039 or cb263r MDR#2916714-2005-00040. One of the instruments was found broken in the tray.